Manufacturer narrative:
The device was not returned for investigation. Angiograms were obtained by essential medical and reviewed. There was no bleeding from the access site identified. The manta device based upon lock placement appeared to be in the correct location. Additionally, no alleged perforation was identified near the access site. Attempts to obtain the angiograms of the covered stent location to determine proximity to the access site were made without success. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: perforation of iliofemoral arteries, causing bleeding/hemorrhage and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The device history record was reviewed confirmed there were no non-conformities identified related to this incident. The root cause of the retroperitoneal bleed requiring a blood transfusion based upon alleged complaint was vessel perforation. The angiograms could not confirm a vessel perforation near the access site; therefore, no relationship to the manta could be established or confirmation of the complaint. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU lists perforation of ileofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding or hematoma requiring blood transfusion, surgical repair, and/or endovascular repair as possible adverse events. Angiogram imaging will be requested for analysis. Additional investigation into risk documentation and device history record will be performed.

Event description:
Patient underwent tavr on (B)(6) 2019, a 18f manta vascular closure device was deployed for closure on the left side femoral artery. It was reported that the femoral artery was perforated which led to a major bleed, hypovolemia, a drop in hgb >3g/dl, and a transfusion of 4 units of blood. In addition, a hematoma formed in the left lower abdomen. The vessel perforation was treated with placement of a covered stent, and the hematoma required puncture/aspiration. The patient was reported recovered from the bleed (B)(6) 2019, and the hematoma was reported resolved (B)(6) 2019. The patient was discharged (B)(6) 2019.